Event description:
Customer reported that the device was leaking, and they don't form a tight steal with rubber stop cock. Customer reported that the device was slow. It took longer to draw up medicines. Customer reported that the chunks of rubber floating in the vial after inserting blunt into it.

Manufacturer narrative:
Investigation in progress.no samples are available of the suspect device. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Based on the investigation, no abnormalities were identified in the reviewed batch records, archive sample inspections, or testing conducted in accordance with iso 80369-7:2021. All archive samples met product specifications and passed functional and performance tests, including visual inspection, coring test, simulation of use, and resistance to separation tests. As no defective samples or pictures were returned for evaluation, the reported issues could not be conclusively confirmed. At this time, no evidence of a systemic manufacturing issue has been identified. Additionally, our risk evaluation, conducted in accordance with iso 14971, indicates that the residual risk associated with this failure mode is low. No trends related to this issue have been identified during our track-and-trend analysis